Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Conclusion: reported as issue could not be cleared by operator. Due to age, 7 years, the device will not be replaced. Customer advised to remove from service.